Manufacturer narrative:
Unit evaluated and repaired by distributor.

Event description:
It was reported by the distributor that the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.